Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s white power cable being damaged, and the system controller¿s outer serial number label being faded, were both confirmed. A tear in the outer jacket, revealing the inner layer, was observed underneath a taped area near the white connector-side bend relief upon arrival of the returned system controller (serial number (B)(6) ). The controller was functionally tested and was found to perform and operate a mock loop as intended despite the observed damage, even when the power cables were manipulated by hand. A log file was extracted from the controller during testing, containing data spanning approximately 13 days (27jul2023 ¿ 09aug2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events regarding the controller were observed. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a defective insulation on the white power cable. The serial number on the attached sticker was not readable anymore. The controller was exchanged.